Manufacturer narrative:
A supplemental MDR is being submitted due to evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr sheath is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient and procedural factors might have caused or contributed to this event, although a definitive root cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4).

Event description:
Per report received from canada, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. The patient presented with tortuous femoral artery anatomy and heavily calcified ascending/transverse aorta. Previous femo-iliac lithotripsy (using a shockwave balloon) was performed, and the esheath+ was inserted and dilated with an 8mm non-edwards balloon. The valve was crimped, inserted into the esheath+ and the alignment was performed. The valve was then advanced up only to the transverse aorta with much resistance due to the calcification and tortuosity, and it was unable to advance more into the aortic annulus. While attempting the advance of the system, a strut of the frame was partially bent. It was decided to lower the valve and deploy it into the descending thoracic aorta instead of attempting the withdrawal due to the bent strut. The commander was removed and the procedure continued with the same esheath+. A new 23mm sapien 3 ultra resilia was prepped and successfully deployed in the aortic position, and the devices were removed. Upon the removal of the esheath+, the patient became extremely tachycardic and hypotensive. Peripheral contrast aortography showed that an aorto-iliac rupture had occurred after the sheath removal. All treatment measures were attempted (pharmaceutical, cardiopulmonary resuscitation, peripheral vessel stenting, balloon occlusion, etc) unsuccessfully and patient passed away.